Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: it is stated "the equipment does not fix the mesh", do you mean straps came out but did not hold the mesh? Or straps didn't come out at all? The straps came out but did not hold the mesh. How was the bleeding controlled? Pressing with surgical compress. How much blood was lost (ml)? Less than 2ml did the patient require a transfusion? No. -was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. -what is the most current patient health status and condition? Good.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2021 and the absorbable straps were used. It was reported that the during the procedure, after placing the mesh and starting the fixation with the straps, the equipment did not fix the mesh, caused bleeding in the cavity and locked and. It was necessary to suture the mesh with a suture thread. It was reported that the product was stored in accordance with the manufacturer's instructions. It was also reported that the patient had no permanent damage and did not need to be hospitalized. Also, the patient did not need to be re-operated to prevent or correct any damage, and there was no serious damage. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: it is stated "the equipment does not fix the mesh", do you mean straps came out but did not hold the mesh? Or straps didn't come out at all? The straps came out but did not hold the mesh. How was the bleeding controlled? Pressing with surgical compress. How much blood was lost (ml)? Less than 2ml did the patient require a transfusion? No. -was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. -what is the most current patient health status and condition? Good.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2021 and the absorbable straps were used. It was reported that the during the procedure, after placing the mesh and starting the fixation with the straps, the equipment did not fix the mesh, caused bleeding in the cavity and locked and. It was necessary to suture the mesh with a suture thread. It was reported that the product was stored in accordance with the manufacturer's instructions. It was also reported that the patient had no permanent damage and did not need to be hospitalized. Also, the patient did not need to be re-operated to prevent or correct any damage, and there was no serious damage. Additional information was requested.